Event description:
It was reported that, "the patient underwent a total knee replacement of his left knee on (B) (6) 2007. It was further reported that the patient was experiencing instability of his left knee, and ultimately underwent a revision surgery on (B) (6) 2009.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.